Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream sensor current reading was out of specification (high reading). The downstream pressure plate gap was also found out of specification. The downstream shim was calibrated.